Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, and refill report did not update daily throughout the week, leading to overfills and blind stock outs. A field service engineer (fse) remotely assisted the customer in resolving a non-communication issue, which was determined to be caused by a customer side network firewall blockage. After the device was re-whitelisted and the driver updated, communication was successfully restored. The customer verified the functionality of the device. The system functioned as intended after the field service engineer troubleshot the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.